Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the foreign material could not be identified based on the provided information. Based on the provided information, it was presumed that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a there was a foreign material on the distal end (c-cover) was found. There was no patient involvement.